Event description:
The manufacturer received information alleging an error code related to the pressure sensor found in log data. There was no harm or injury reported. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Additionally, information received alleging an error code related to sensor drift found in log data and circuit calibration fails. Evt_drift_debug means sensor offset during drift calculation is too high. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. These issues are not related to the reportable malfunction/issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.